Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited out of range pacing impedances greater than 2,000 ohms along with an increase in thresholds. The patient was sent to get a chest x-ray. It was reported that during the last 1.5 months the patient was moving and doing more lifting than normal. It was reported that the patient is doing fine and no adverse patient effects have been reported. Additional information was received that this patient underwent a revision procedure and the rv lead was explanted and replaced. No further complications have been reported. The device remains implanted.